Event description:
On october 10, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 37 after insertion. The RMA was issued for further investigation of the sensor. However, it was not possible to test the returned sensor due to hydrogel completely missing over the optics. These observations were also most likely caused by excessive force applied by the removal clamps during the explant of the sensor and are unrelated to any in vivo sensor issue. A review of the dms data showed 2 consecutive dropout phases, due to significant mismatches between sensor glucose and blood glucose mismatches, within 14 days of each other on (B)(6) 2024).the system triggered the sensor replacement alert, per design. The potential root cause for the reported failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4: date of this report 07 january 2025. D9: device available for evaluation? Yes, on 18 november 2024. G3: date received by the manufacturer? 07 january 2025. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.